Event description:
It was reported that a cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed under general anesthesia using transesophageal echocardiogram and fluoroscopy assistance. When the pigtail catheter was removed, the watchman fxd curve access system (was) sheath appeared to jump but no effusion was noted. The 27mm watchman flx left atrial appendage closure device with delivery system was then advanced through the was. The device was then unsheathed from the was and when the device was deployed, a perforation in the back of the laa was noted. There was fluid around the heart that did not have a major clinical effect. Cardiovascular surgery was called. The patient had the device removed, the perforation repaired and a cardiac window to remove the appendage was performed.